Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the balloon was disengaged from the cannula. The obturator, lock collar, valve seal and doors appeared intact. The insufflation bulb was not received. The condition of the devices precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged balloon from the cannula may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap bilateral inguinal hernia repair procedure, while fixating the mesh, the balloon physically broke and disengaged from the trocar/sleeve. There was a rapid loss of abdominal pressure. They re-manipulated the balloon and finished the case under minimal visualization. The patient is alive with no injury.